Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was off of insulin pump for about five to six hours at the time of hospitalization. During troubleshooting, customer received two no delivery alarms. Customer was not able to troubleshoot due to being in the hospital and not having enough supplies. Customer's mother was called back and advised that insulin pump was working as designed. Training was recommended.